Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the force bipolar instrument broke inside the patient¿s abdomen. The screw from the instrument came off when the surgical tech was cleaning the broken jaws. The customer retrieved the broken piece during the same procedure. The customer used a backup instrument to continue, and the procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the force bipolar instrument (part number: 471405-06, part number: n10201214-0219) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 1 hour and 45 minutes. The instrument had 7 uses remaining out of 12 maximum tool uses. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D03 - intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a broken molded insulator at the grip tip. The broken piece measured approximately 0.056¿ x 0.296" and was returned with the instrument. The root cause of this failure is attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.